Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon said that the clips were inconsistent when firing the device. The clips would form on some fires and not on others. There were instances when firing the device; no clips would come out of device. The surgeon did not fire across any existing staples. The device did not lockout. There were no patient consequences. Case completed with the same device.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er320 device was returned with a clip in jaws and in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clip as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4).